Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A search of the complaints databases found other related reports against this product code. In the previous investigation, the root cause is attributed to a supplier assembly process. The investigation has identified that design improvements to alleviate this issue and further bolster the durability of this instrument were established through (B)(4) in (B)(4) 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Handles ratchet mechanism has come apart.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.